Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and void >1 mm in non-textured. A leak test was performed which identified no leakage. Microscopic analysis was performed which identified: opening sharp of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening sharp of plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.